Manufacturer narrative:
Erosion was reported. The ams700 device was visually inspected and functionally tested. No leak was found. One cylinder performed within specifications. The other cylinder had a hole in the outer tube due to sharp instrument damage consistent with explant damage. The pump was functionally tested twice and both times failed the inflate test. The reservoir was not returned for evaluation. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to the device eroding out of the glans and deflation issues, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that due to the device eroding out of the glans and deflation issues, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.